Manufacturer narrative:
(B)(4). Internal file number - 367976/1-1: during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported no guide break was not confirmed; however, a foot break was observed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 14fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when removing the proglide device, resistance was felt and the guide separated where the black and silver parts meet. A cut down procedure was performed and the black portion of the guide was removed from the patient anatomy. The tavr procedure was completed and the artery was surgically sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.